Event description:
Reporter alleged blood glucose device generated a result in a measurement not associated with the united states version of the device. It was stated device gave results in mmol for multiple reading and this has occurred intermittetly; however, the memory did not verify the unit of measurement. Reporter indicated the device will display the unit of measurement but is is not spoken by the device. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.